Event description:
It was reported that pump generated repeated cartridge alarms that did not occur during cartridge loading and affected several consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer attempted to load new cartridge with guidance from technical support, but alarm recurred and insulin therapy could not be resumed with pump, so customer planned to use multiple daily injections as backup. Technical support confirmed warranty and shipping details, arranged replacement pump, instructed customer to reenter pump settings and reconnect continuous glucose monitor to replacement device, and directed customer to return problematic pump using prepaid label within required timeframe.